Event description:
It was reported that a screwdriver may have been bent in surgery and did break postoperatively. The surgeon was performing an open reduction and internal fixation and an incision and drainage of a gunshot wound. It was reported that the screwdriver did not go smoothly over the guide wire and may have been bent. After the procedure, the screwdriver went through the wash and it looked fine. After the screwdriver was washed, the sales consultant tried to put it through the guide wire and the tip broke. There was no patient issue. Surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The device history records were reviewed and no issues were found during manufacture that would contribute to this complaint condition. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: one cannulated 4.0mm hexagonal screwdriver was returned for evaluation. The tip is missing approximately half of the hex. The missing portion of the hex was not returned. Because the instrument is damaged and is not able to be fully evaluated this compliant is indeterminate. A product development evaluation was completed: one cannulated 4.0mm hexagonal screwdriver (part# 314.05) was returned with complaint category "broke post-operative." This issue was addressed on several prior complaints and the shaft component (part#314.05.01) material was changed from 440a stainless steel to 465ph stainless steel (dco# (B)(4)). The 465ph material provides a material condition that encourages the screwdriver shaft to bend instead of break. The safer option for the patients is for the screwdriver shaft to fail in bending, rather than breaking and potentially leaving screwdriver shaft material in the patient. The screwdriver shaft material change was implemented on screwdriver shaft (314.05.01) lot numbers 4487955 & 4480644. The shaft component (part#314.05.01) of the returned device for this complaint is lot# 4017627 and was manufactured in december 1999 from 440a ss prior to this implementation. This complaint is valid as dispositioned on prior complaints but action to address it has already been implemented.